Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient no longer experiences any voice change, facial flushing or cough with device stimulation. The patient reported that patient no longer felt device stimulation but that patient had not experienced any recent injury or trauma that may have damaged the ncp system. The patient recently experienced an increase in seizure activity; however, treating neurologist could not confirm as this is a new patient to him. Review of x-rays by treating neurologist did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The patient's ncp therapy system (both lead and generator) were replaced. Lead break is suspected.

Event description:
Product analysis of the lead was completed. Product analysis summary: the condition of the returned portion of the lead, in general, is consistent with conditions that typically exist following an explant procedure. A coil break was identified on the lead assembly. Inspection of the coil performed at the identified break area, showed that one of the broken filars exhibit a characteristic appearance of a stress-induced fracture. However, the fracture mechanism could not be ascertained for the other filars. The fracture surfaces did not show any pitting or e lectro-plating conditions. It is unk whether energy was flowing through the coil at the time of the fracture. A fracture was the likely cause of the reported high impedance, stimulation not perceived, and increase in seizures. The cause of the break is unk. Possible causes of a lead fracture include: 1) mechanical failure; 2) implant technique (use of suture; no strain relief); 3) "twiddler" (twisting of the lead); 4) violent seizure; or 5) dr injury/accident 6) poor electrical connection. The concomitant (pulse generator) device was also returned and analyzed. The pulse generator is operating within the MFR's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported event.